Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infections") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anaemia, visual impairment and weight increased had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, anemia, uterine perforation. Discrepancy noted in insertion date: (B)(6) 2013 3 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) results : bilateral occlusion filling defects noted within uterine cavity appropriate location of essure devices bilaterally right proximal tubal occlusion left residual tubal patency. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. A57119) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infections") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2016 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anaemia, visual impairment and weight increased had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, anemia, uterine perforation. Discrepancy noted in insertion date: (B)(6) 2013. 3 trailing coils at both sides . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) results : bilateral occlusion filling defects noted within uterine cavity appropriate location of essure devices bilaterally right proximal tubal occlusion left residual tubal patency. Lot number: a57119 manufacturing date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infections") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anaemia, visual impairment and weight increased had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, anemia, uterine perforation. Discrepancy noted in insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously added injury was replaced with uterine perforation, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, bladder problems, urinary problems, vaginal infections, vision problems and weight gain were added. Reporter information, patient demography and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.